Event description:
She found there was a leakage at the site of 29cm. So she pulled out of the catheter and asked us to evaluate our product.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed and appears to be user related. The product returned for evaluation was a 4fr s/l groshong catheter. The catheter appeared unremarkable except for a small semi-circumferential split in the catheter near the 29cm depth marking, 2.5" from the distal end of the two-piece connector over-sleeve. A spraying leak was observed emanating from the split when the catheter was flushed with water. Microscopic examination of the leak site revealed slightly curved edges with a planar surface. The surface revealed regular striations and a glossy veneer. A series of small divots in the catheter wall were also noted in this region. The surfaces of the divots were also glossy with regular striations. These characteristics are indicative of a cut made with a sharp instrument. The IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of rewf0808 showed one other similar product complaint(s) from this lot number. (429842)